Event description:
It was reported that the user experienced a low blood glucose event, with a nadir of 49 mg/dl, and self-treated with oral glucose tablets, which returned glucose to range; no symptoms were reported and no hospitalization occurred. Symptoms included hypoglycemia without associated clinical signs. Outcomes included resolution of hypoglycemia with oral carbohydrate and no long-term effects. Investigation included troubleshooting and user education, as well as a review with the clinician. Investigation of this case revealed no device malfunction reported and no identifiable contributing factor, and the hypoglycemia was assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.